Event description:
Caller reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by clearing the alarm, detaching the tubing from the site, administering a 1-unit bolus while detached, tightened everything, resuming insulin. No additional assistance was necessary, and the case was closed by technical support.